Event description:
It was reported that the increase in seizures was above pre-vns baseline levels.. It was reported that the increase in seizure occurred when the settings intensity was increased.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that both the lead and generator passed all functional tests prior to distribution.

Event description:
It was reported that the vns study patient presented increased seizures. The severity was moderate. It was reported that the adverse event was not related to implant, but probably related to stimulation. It was reported that the increased seizures started on (B)(6) 2015 and they resolved on (B)(6) 2015. The adverse event was not ongoing. The study therapy was not changed and no other action was taken. The outcome of the adverse event was reported as recovered/ resolved. The reported increase in seizures was not considered a serious adverse event. Review of manufacturing records confirmed that both the generator and lead passed all functional tests prior to distribution. It was reported that on (B)(6) 2015, the device programmed settings were output current 1 ma, frequency 30hz, pulse width 500usec, on-time 21 sec and off-time 1.1min. It was reported that the patient's device was tested and system diagnostic returned impedance results within normal limits with dcdc code 2. It was reported that the device was functioning properly. No known surgical interventions have occurred to date.